Event description:
It was reported that during an unknown procedure, the tissue pad of the scalpel had fallen off when the surgeon opened the package. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the tissue pad missing and with body fluids present on the device, evidence that the device had been used (complaint was for the tissue pad falling off when the package was opened). The device was tested with a test handpiece and generator and the device did activate. As the tissue pad was not returned, further functionally testing could not be performed. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.